Event description:
This report summarizes 44 malfunction events in which the device reportedly overheated. 40 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 44 events were reported for this quarter. Product return status: 30 devices were received. 5 devices were not available for evaluation. 9 device investigation types have not yet been determined. Additional information: 44 devices were not labeled for single-use. 44 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 44 previously reported events are included in this follow-up record. Product return status: 31 devices were received. 13 devices were not available for evaluation.

Event description:
This report summarizes 44 malfunction events in which the device reportedly overheated. - 38 events had no patient involvement; no patient impact. - 6 events had patient involvement; no patient impact.